Event description:
Revision surgery - the pt had a painful, poorly functioning shoulder. The surgeon replaced the humeral head with a 42x17 humeral head and the glenoid with a 38mm foundation glenoid and added the double taper.